Event description:
It was reported that externalized conductors were observed during a follow up. No electrical anomalies were seen. The lead remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.